Manufacturer narrative:
Correction to field e1: initial reporter country.

Event description:
It was reported that an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) was requested due to suspected inappropriate anti-tachycardia pacing (atp) and shock therapy delivery. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial arrythmia with rapid ventricular response. Ts recommended programming enhancements. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) was requested due to suspected inappropriate anti-tachycardia pacing (atp) and shock therapy delivery. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial arrythmia with rapid ventricular response. Ts recommended programming enhancements. The device remains in service. No additional adverse patient effects were reported.